Event description:
A pump experienced an altitude alarm, prompting an assessment to ensure no adverse impact on the customer¿s blood glucose level. Customer's insulin was temporarily suspended but did not negatively affect blood glucose, as it did not exceed predefined limits. Technical support instructed the customer to clean the speaker holes and reconnect the pump cartridge, after which insulin delivery resumed successfully without recurrence of the alarm. The customer received advice to prevent future altitude alarms and confirmed understanding of the provided tips.